Manufacturer narrative:
Concomitant medical product: 638bl38 heart band, implanted: (B)(6) 2015. Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had undersensing of p-waves and non-sensing. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.